Event description:
It was reported that the device was originally interrogated during a prior implant. However, the device was not implanted due to unrelated complications during the implant. The device was then interrogated a month later prior to a different implant, and the battery voltage was low, as was the longevity calculation. The device was not used, and another device was implanted. The device was then interrogated a few days later, and the battery voltage was back to normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.